Manufacturer narrative:
Product analysis: the hawkone was returned for analysis. No ancillary device or images were returned with the hawkone. The cutter driver was not returned with the device. Inspection of the distal flushing tool (dft) revealed a blue fibrous material within the tube. Biological debris was noted throughout the distal assembly. The cutter was advanced approximately 0.8cm distal to the cutter window. The hawkone was connected to a cutter driver from the lab. The hawkone device successfully activated and the cutter was retracted into the cutter window. No anomalies were noted with the cutter. The thumb-switch was then advanced; however, the cutter could only advance approximately 0.9cm distal to the cutter window. The distal assembly was flushed/cleaned using the dft. Upon opening the flush window, biological debris was noted. The biological debris was removed from the flush window; however, biological debris still remained within the housing. After cleaning/flushing the device with the dft, the cutter was attempted to be advanced again. The cutter advanced approximately, 0.9cm distal to the cutter window. Soaked in water for 24 hours. The cutter was attempted to be advanced after soaking. The cutter was able to advance approximately 0.9cm distal to the cutter window . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended was using a hawkone h1-m during treatment of a 250 mm plaque 90% stenotic lesion in the patient¿s mid right superficial femoral artery (sfa) of diameter 4-5 mm. Moderate tortuosity and slight calcification were reported. A 6fr non-medtronic sheath and a 6.0 spider fx were used for the procedure. The vessel was pre-dilated. IFU was followed and the device was prepped without issue. It was reported that the physician was unable to advance the thumb switch during use. The device was flushed, by procedure staff, but tissue remained in the nosecone. A new hawkone h1-m device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Additional information: the device turned off and on appropriately during the case and while in the patient. The device was safely removed from the patient without issue. No visible damage to the device was noted. There were not any unfamiliar sounds emitted from the device. If information is provided in the future, a supplemental report will be issued.